Manufacturer narrative:
Date of implantation is an estimate based on the information received.

Event description:
It was reported a revision hip surgery was performed for unspecified reasons.

Manufacturer narrative:
Please review attached for investigation results.